Event description:
When inserting nail, tip of capture broke off inside nail and was not able to be removed. Surgery was prolonged by one (1) minute.

Manufacturer narrative:
Examination of the submitted instrument confirmed the fractured lip. The reported "tip of capture broke off inside nail and was not able to be removed" could not be confirmed, as the referenced nail remains implanted and x-rays were not available for examination. The root cause was not conclusively; however, evidence was found suggesting user interface was a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.